Event description:
Procedure type: esophagus. According to the reporter: the suture on the orvil broke and the anvil disengaged while in the esophagus. The orvil anvil was removed and another was used. Moreover, eea handle did not produce a click sound when the wingnut was closed and the surgeon opened another eea to complete the procedure. No bleeding occurred as a result, but surgery time was extended one hour. No tissue damage was reported, and no pt info was available but reported to be under observation.